Event description:
A us distributor returned a monitor indicating that it failed pulse testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse testing) was confirmed. As received, the monitor failed incoming pulse testing. A root cause investigation is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The monitor defibrillator pca and computer/analog (c/a) board were electrically damaged. The damage was caused by a high-voltage faliure, which damaged multiple components on the boards. Due to the nature of the damage, the root cause for the high-voltage failure could not be positively identified during the engineering investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.